Manufacturer narrative:
As reported, the leakage in x-stream tubing set w/ nd smokevac trumpet valve laparoscopic irrigation system. The sample has not been returned for evaluation at this time. Based on the information provided and without having the sample for evaluation, no conclusion can be made. This MDR was submitted to represent the bard/davol x-stream tubing set (device #1). An additional MDR was submitted to represent the bard/davol x-stream tubing set (device #2) should additional information be provided and/or the sample is returned, a supplemental emdr will be submitted. Not returned.

Event description:
As reported, on (B)(6) 2020 during the installation of sterile water in x-stream tubing set w/ nd smokevac trumpet valve, there was leakage in the tubing set at the bottom of the cassette. The event happened twice. There was no reported patient injury but there was a delay in starting the procedure.